Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: capsular contracture, baker grade iii.

Event description:
Allergan aesthetics received a report via nbir of a left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported via nbir of a left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4; b.5; d.6b; g.2;.